Manufacturer narrative:
There is no indication service was dispatched for this event. The customer utilized improve medical gel and clot activator serum separator tubes for patient sample collections. Patient samples were centrifuged at 3,000 rpm (revolutions per minute) for five minutes at ambient temperature. The customer indicated the sample was fresh and analyzed within 1.5 hours after collection. The patient samples were stored at 2-8 °c. The customer stated quality control (qc) samples performed prior to and after the incident were within the customer's established limits. System check data from (B)(4) 2012 showed all parameters passed within specifications. A definitive cause of the event is unknown. All related medwatch reports associated with this event: 2122870-2012-01472, 2122870-2012-01475, 2122870-2012-01476, 2122870-2012-01477.

Event description:
The affiliate reported the customer alleged four (4) occurrences of reproducible false positive hypersensitive thyroid-stimulating hormone (htsh) results on four separate days, for one (1) patient, involving unicel dxi 600 access immunoassay system. The customer indicated the results were discordant to an alternate methodology which recovered lower values. The erroneous results were released out of the laboratory. As a result, the patient was diagnosed with hypothyroidism and treated with levothyroxine (l-thyroxine), leading to tachycardia. The medication resulted in an increase in free thyroxine (ft4) but did not decrease tsh. The medication was discontinued once the results from the alternate methodology were received. The patient's rheumatoid factor was highly elevated at 2,266 u/ml (the laboratory's reference range is 0-14 u/ml). The date the patient was given levothyroxine (l-thyroxine) is unknown. There has been no report of current patient outcome. The customer supplied beckman coulter europe with the patient's sample for further analysis.

Manufacturer narrative:
Heterophile testing at beckman coulter customer product line support (cpls) laboratory confirmed the presence of interfering substances in the patient sample, which is the cause of the false positive hypersensitive thyroid-stimulating hormone (htsh) results. Beckman coulter product labeling states: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies.